Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the patient was on niv ventilation when the nurse noticed that the battery was not fully charged. Graphic display: upper part of the battery red. The nurse then removed the mains cable from the plug, as she thought there was a problem with the mains connection. The screen went black, the ventilator did not work, the audible continuous alarm and the alarm light turned red. Oxygen via mask until new respirator on site. The patient had low spo2 values and circulatory problems, but these were resolved by the rapid response of the nursing staff.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the root cause was identified as a defective battery, soh out of specification. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause was identified as a defective battery, soh out of specification. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the patient was on niv ventilation when the nurse noticed that the battery was not fully charged graphic display: upper part of the battery red. The nurse then removed the mains cable from the plug, as she thought there was a problem with the mains connection. The screen went black, the ventilator did not work, the audible continuous alarm and the alarm light turned red. Oxygen via mask until new respirator on site. The patient had low spo2 values and circulatory problems, but these were resolved by the rapid response of the nursing staff.